Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that while taking the stent out of the sealed pack, resistance was felt while trying to remove the stent delivery system (sds) from the plastic protection and it was separated. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported stent dislodgement was unable to be confirmed. The reported difficulty to remove the device was unable to be replicated in a testing environment as no packaging components were returned. The investigation determined a conclusive cause for the reported/noted difficulties cannot be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report the following information was provided: the stent separated from the delivery system upon trying to remove it from the yellow protection seal.